Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that lamp a burnt out due to a lamp (md-151) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for repair. The repair evaluation confirmed the customer¿s reported problem, the filament of the lamp was broken. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that lamp a (md-151) of the video processor burns out in about one month after replacement. Also, a lamp error is displayed (no code). The customer problem was found during inspection before use. No black out occurred during the scheduled operation. No death, injury or harm was reported.